Event description:
I had lasik eye surgery at the (B)(6) center (B)(6) 2016. Since the surgery, I have had to go in to see them once a month due to severe dryness in my eye's (specifically the left eye) and blurry vision. On (B)(6) 2016, my lasik surgeon, dr (B)(6) , and my regular eye doctor, dr. (B)(6), diagnosed me with a cataract in my left eye. They were quick to tell me that it was not caused by the lasik, that it couldn't be. They also informed me that this was very irregular for someone my age (B)(6). My left eye has always been weak, but no where in my medical records has there ever been a hint that I had a cataract before this day.